Manufacturer narrative:
(B)(4). The device was found to be of this lot upon receipt. The lot was manufactured from january 22, 2014 to january 24, 2014. Evaluation summary: the device was returned for evaluation with approximately 240 ml of fluid in its bladder. Visual inspection found no evidence of scratch or damage on the balloon/bladder. A review of all batch record documents was performed with an issue noted during the manufacturing process. Prior to the release of the lot, cracked stress members were identified. The lot was placed on hold, further visual inspection was performed, and the lot was later considered acceptable for further processing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Customer provided two lot numbers, however, is not sure which is the correct lot 14a041 or 14bo50. (B)(6). Sample photo is available. When the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a bladder that appeared to be scratched or damaged. The folfusor contained a cytotoxic drug. There was no patient involvement. Additional information was requested and is not available.